Event description:
The customer called and reported he received a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 140 mg/dl. During troubleshooting, it was stated, the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.